Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged and was not pacing. The lead was partially explanted - the lead tip broke off and remains in the patient - and replaced. It was also reported that the right atrial and ventricular leads were explanted and replaced to gain vein access. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the two segments returned (proximal end and medial segment) add-up to 86.5cm, therefore given the 88cm lead, approximately 1.5cm of distal end of lead was not returned. If information is provided in the future, a supplemental report will be issued.